Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose level was unknown. The customer stated that they were squeezing the reservoir tube deforming it which was allowing air to leak in. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned for analysis.